Manufacturer narrative:
(B)(4). The device was not returned. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Contraindicated for use in patients with known hypersensitivity to nickel. The device was not returned. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Per the instructions for use, the device is contraindicated for use in patients with known hypersensitivity to nickel-titanium. Although the physician stated that the allergic reaction may be due to the contrast, the reported experience may also be related to the contraindicated use of the device.

Event description:
It was reported that a physician trained in the use of the starclose se device performed arteriotomy closure of an unspecified vessel in the right groin after an interventional procedure. Reportedly, post procedure, a patient who has a known nickel allergy developed a rash on her chest, arms, and ankles. There was pain in her inner thigh and a stinging/burning sensation that comes and goes. The patient took a low dose of benadryl and the rash is fading. The physician stated to the patient that she may be allergic to the contrast. Though requested, no additional information was provided.